Manufacturer narrative:
Analysis found there was high resistance with the pump battery. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned for disposal only. There was no known issue with the device. The drug being delivered and the indication for use was not reported. There were no further complications reported/anticipated.

Manufacturer narrative:
Eval conclusion updated. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction- drug information should have been included in the previous regulatory report. Interrogation of the device found that it was delivering 40 mg/ml morphine at 8.535 mg/day and 3,300 mcg/ml baclofen at 704.1 mcg/day. If information is provided in the future, a supplemental report will be issued.